Manufacturer narrative:
Complaint confirmed. One unpackaged ar-634-30, batch 37621745 was received for investigation. Visual inspection identified breakage along the inner diameter of the groove along the surface of the c15393-01 body, compromising the dimensions of the feature. Additionally, the ref-02080-01dowel pin appeared to have been sheared on both ends. Functional testing revealed that the c15476-01 button was able to be actuated, however. The cause remains undetermined, although based on the age of the device, a probable cause can be attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that when trying to ratchet with the ar-634-30, the device broke and the ratcheting mechanism won't work. The quality of the bone was normal and the broken pieces were fully retrieved. The case was completed by using another ar-634-30.